Event description:
Boston scientific crm received information that this atrial lead was completely dislodged. During a chest x-ray the following day, the lead was near the coronary sinus. The patient reported that the x-ray technician had him raise his arm. Implant, explant and event dates were not made available.